Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the patient's stimulator was not working correctly. The patient saw an oor message in group a, the agent had the patient switch to group b and the patient again reported the oor message. The agent reviewed the oor message and the patient noted their representative had stated that all of the cells on the left side were dead except for 1. The patient stated they had a confirmed surgery on the 20th to fix it.

Event description:
It was reported that the patient experienced high impedance on electrode 15, with an impedance value of 30760, and the patient was not experiencing satisfactory relief from therapy. Impedance testing was conducted, and troubleshooting and reprogramming were performed to avoid the affected electrode. The issue was resolved. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: neu_siliconeanchor, serial# unknown, product type accessory product ID: neu_siliconeanchor, serial# unknown, product type accessory product ID: 977c290, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2024, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported there was high impedance with a value of 40,000. There were not any other stimulation issues reported that occurred as a result of this, and the cause was not known. The system was replaced.

Manufacturer narrative:
H3: analysis of the lead (s/n:(B)(6)) revealed that the lead was cut through. The product was returned segmented, all conductors were broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.